Manufacturer narrative:
(B)(4). The third party service provider evaluated the ventilator and determined the oxygen sensor needs to be replaced. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator's oxygen readings were out of range. Although requested, patient involvement information has not been provided.

Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.